Manufacturer narrative:
The device was not returned to olympus. The reportable malfunction was observed during on site inspection. Based on the results of the investigation, the isssue was attributed to stress related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the high flow insufflator had a broken pressure regulator. There were no reports of patient involvement.